Manufacturer narrative:
It was incorrectly reported in the initial MDR report that the device was returned on (B)(4) 2013, the device was returned on (B)(4) 2013.

Manufacturer narrative:
A portion of the bur and attachment subject to this investigation was returned for evaluation. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part and lot number information has not been provided to permit further investigation. The root cause is multi-factorial. Device not returned.

Event description:
It was reported that during a surgical procedure that the bur broke. It was further reported that there was a delay of two minutes, that there were no adverse consequences for the patient and that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure that the bur broke. It was further reported that there was a delay of two minutes, that there were no adverse consequences for the patient and that the procedure was completed successfully.